Manufacturer narrative:
(B)(4). A dimensional, visual, and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. No photo available for evaluation. The device history record of the product 403133 batch number 74d1500993 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed due to the lack of device sample to perform a proper investigation and determine the root cause. If the sample becomes available this investigation will be updated with the evaluation results. The personnel of the assembly line were notified on oct-25-2016 for awareness.

Event description:
The customer alleges that the device is not nebulizing. The patient received dry air/oxygen. Another device was used without issue.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the sample was in the original packaging, and the sample had no signs of use. A dual station lift test, general pull and push test, and oxygen entrainment testing were performed to the sample received. During the testing no issues or discrepancies were found that can lead to the condition reported by the customer. As an additional test, the sample was assembled with a sterile water concha mini bottle (part number 381-52 reservoir, concha mini 760ml) and tested according oxygen entrainment testing. During the testing no issues were encountered. Based on the investigation performed, the reported complaint could not be confirmed. The sample received was found to be within functional specifications.

Event description:
The customer alleges that the device is not nebulizing. The patient received dry air/oxygen. Another device was used without issue.